Event description:
Voluntary medwatch received states that the lead exhibited bad deterioration. No intervention or programming changes were reported. No patient condition was reported.

Manufacturer narrative:
Medical problem code was corrected from "degradation" to "insufficient information".

Event description:
Voluntary medwatch received states that the lead exhibited bad deterioration. No intervention or programming changes were reported. No patient condition was reported.